Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the surgeon side console (ssc) high resolution stereo viewer (hrsv) left monitor was black. The customer did not check the video image in the ssc during system preparation. The customer performed a power cycle, but the issue was not resolved. It was reported that the procedure was converted to laparoscopic surgery with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: the ports were placed when the issue occurred. The site attempted to use another ssc and caused a delay of 1 hour and 41 minutes. However, the surgeon was able to complete the procedure with the affected ssc using only one eye. No additional ports were added, and the port size was not increased. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) high-resolution stereo viewer (hrsv). Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hsrv) for failure analysis investigation. The unit was analyzed and was installed on our pca test system. Started up without any errors. No issues during visual inspection. Started up and failed without video on the display.

Event description:
Refer to h11 for follow-up information.